Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) for esophageal variceal banding procedure. The exact procedure date was unknown. During the procedure, "the handle is not cranking, and the suction is releasing too soon." It was also reported that the bands were not able to deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).